Manufacturer narrative:
Device evaluation: the ams800 occlusive cuff and pressure regulating balloon were visually inspected and functionally tested. There was a leak in the cuff pillow that was the result of wear. The balloon tested at 58.9 cmh2o. It is rated at 61-70 cmh2o. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via MDR report.

Event description:
It was reported that the patient had a revision surgery scheduled on his artificial urinary sphincter (aus) due to unspecified reasons. It was later reported that the patient had his aus removed due to unspecified reasons. No patient complications were reported in relation to this event. Additional information received indicated the device was replaced due to balloon fluid loss.